Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insulin syringe with bd ultra-fine¿ needle malfunctioned as the ¿hub separated from the syringe while drawing insulin.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 11th related complaint for needle hub separates, the 1st related complaint for damaged/crushed plunger cap and the 1st related complaint for broken thumb press on lot # 7023686. Two investigations were performed. First investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the needle hub separated from the syringe while drawing insulin. The returned syringe was examined and the hub-needle assembly was not separated from the barrel. However, the sample exhibited a crushed plunger cap and broken thumb press on the plunger rod. Second investigation summary: sample was forwarded to manufacturing (B)(4) on 16mar2018 for further review. On 20mar2018, (B)(4) received one (1) loose 0.3ml, 6mm syringe from reported batch# 7023686. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd (B)(4) were noted. No additional investigation information to be added at this time. A review of the device history record was completed for batch # 7023686 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted [200682542] that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (crushed plunger cap and broken thumb press). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates). Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.